Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with right atrial (ra) lead reported that it sounds like there is an issue with the lead. Attempts to obtain additional information from the field were unsuccessful. This ra lead remains in service. No adverse patient effects were reported.